Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. The customer stated they have changed out the infusion set and site several times, but the alarm was recurring. The customer stated the alarm would occur during bolus deliveries. Customer's blood glucose was 124 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer also stated their cannula was not bent upon removal. The customer agreed to return the insulin pump for analysis.